Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump prompted customer to fill infusion set tubing multiple times. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.